Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that, "the gamma3 nail was not locked distally which led to nail subsiding into the bone causing a subtroch fracture. The outcome was removing the gamma nail and lag screw and performing a bi-polar hip with a restoration modular calcar body and conical distal stem."